Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 17.3 mmol/l and 12.0 mmol/l on their meter. Tests were done within 10 minutes with a difference of 32.07%. Pt did not experience any adverse events. No further info has been reported.